Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus gn 18gax1.16in qsyte-capy nonpvc safety mechanism / needle disengagement (removal) difficult reported that this product had difficulty withdrawing the core after puncture due to dense barbs on the hose; sample part can be returned, no photos provided; green claim required, complaint response letter required, complaint acceptance letter not required.

Manufacturer narrative:
1.DHR/bhr review : 1 the batch number of the complained product is 3352761 is 18g and product code is 383758, produced on 2024/01, with a total of 10000 pieces in this batch 2 inspection process and delivery test report, test results meet product standards, no abnormalities. 3 check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products. 2.the customer returned 6 samples, all of which have been used, of which 2 samples the needle have been removed. Observed the sample catheter under microscope, no abnormalities were found on the surface of samples 1 and 2. Samples 3 and 4 have damage to the tip of the catheter, no abnormalities were found on the surface of samples 5 and 6. 3. Take the retained samples of this batch for product appearance inspection and system drag force test, and no abnormality was found in the test results. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: 1 based on the analysis of the samples returned by the customer, it was found that some of the catheter tip were damaged, and the dense burrs phenomenon described by the customer was not found. As the product has already been used, it cannot be confirmed whether the damage to the catheter occurred during use or manufacturing 2 this product is produced on the semi-automatic line, and during the production process, the operator will use microscope to conduct 100% inspection of the appearance of the catheter. Products with poor appearance of the catheter will be removed. In summary, because the sample returned by the customer has been used and the specific usage of the customer cannot be confirmed, it cannot confirm whether the damage to the sample catheter occurred during use or during the manufacturing process, so cannot confirm the root cause of the complaint defect. The factory will continue to pay attention to and monitor the trend of complaints about this defect.

Event description:
No additional information provided.